Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Additional concomitant medical products: carto 3 system (us catalog # fg540000, (B)(4). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring an unspecified intervention. Post-procedure, cardiac tamponade was confirmed by echo. An unspecified medical intervention was performed. Patient¿s condition is unknown. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.